Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving fentanyl (500 mcg/ml at 30 mcg/day) via an implantable infusion pump. It was reported that the hcp was unable to aspirate the catheter so a revision was performed. The caller required assistance with calculating the catheter length during the call; after the calculations were understood by the catheter was able to be aspirated and the issue was resolved.